Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an event where hole was found in the tubing on (B)(6) 2025. Infusion set was used for few minutes. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.